Event description:
We currently build drugs in meditech with label comments indicating warnings if the drug is considered hazardous and what precautions must take place in order to protect the person administering the medication. However, we recently noticed that we still have hazardous medications coming over without the label comments. We eventually traced this back to providers who have hazardous medications saved in their favorites. We notified meditech of the issue and they said that the system was functioning as intended. The pharmacy drug dictionary has two comment fields, an inpatient field and an outpatient field. The order management system that the providers enter orders from only has one comment field. When a provider saves a drug in his favorites, it removes any associated comments as the system doesn't know how to select between the two comment fields when only one comment field is available upon entry. The comments can be added manually, individually to each provider's saved favorites. However, a provider can add a drug to their favorites at any time and can still pick any order string option even if only one option is selected as a favorite. It is impossible to add the comments to order string options that are not selected in the favorites. These comments are on orders to provided needed information to the nurses who are administering these medications. For hazardous medications, the nurse is at an increased risk of harm for administering the medications without proper ppe. Meditech provided no suggestions other than this was already a proposed suggestion for enhancement and they were monitoring it. Inadequate safeguards computer physician order entry. (B)(6).